Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient the device "flipped up" a few days after surgery. A pocket revision was performed approximately one month post implant. The patient also reported the device is now "flipping up" again. Follow up with the physician's office disclosed the patient had not contacted them regarding the second device migration. The device remains in use. No further patient complications have been reported as a result of this event.